Event description:
It was reported that an automated impella controller generated a controller failure alarm and loss of placement signal. The alarm resolved without intervention. The controller was exchanged for a new one to continue patient support. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information. The patient death has been captured against the pump in MFR 1220648-2026-07595.

Event description:
An impella 5.5 device was placed via direct aortic surgical access in a 65-year-old male patient undergoing off-pump coronary artery bypass (opcab) surgery, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient¿s medical history was significant for peripheral arterial disease (pad) and a left below-knee amputation (bka). The patient demonstrated poor distal perfusion, with an absent right pedal pulse and palpable upper-extremity pulses, and remained on multiple vasopressor medications. During impella 5.5 support, the bedside registered nurse notified the clinical team of a controller failure alarm with loss of the placement signal. The initial alarm self-resolved after approximately one minute. A second controller error alarm with loss of placement signal subsequently occurred. In response, an automated impella controller (aic) exchange was performed. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Following the aic exchange, no further placement signal issues were reported, and the placement signal alarm resolved. The patient later was transferred hospital facilities for continued care. Subsequently, the family elected to withdraw life-sustaining treatment, and the patient expired. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying cardiogenic shock (scai stage d), severe peripheral vascular disease with compromised distal perfusion, and overall critical clinical condition.